Event description:
It was reported there was an infection at the stimulator implant cicatrice noted in (B)(6) 2013. The patient had a fever and an inflamed cicatrice. Biological sample were collected and antibiotic therapy with ciflox ¿ rifadine was administered. In (B)(6) of 2013 the patient was hospitalized with discharge from the dorsal scar and engorged buds on the buttocks. Symptoms included drainage/incisional wound opening and fever. Laboratory tests were noted as good. A gluteal scar excision was done with lavage. More biological samples were collected and antibiotic treatment with vancomycin was started. The patient was discharged four days later. At the discontinuation of the antibiotics, the discharge reappeared. The decision to remove the system was made. (B)(6) 2014 the patient was hospitalized and the entire system was explanted. Antibiotic therapy was given for the next 45 days. The patient was discharged three days after removal. The event was considered recovered.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4).